Event description:
A nurse at user facility reports a patient who is experiencing a severe reaction after being injected with radiesse. The patient was injected in both naso labial folds. The reaction appears to have manifested itself on just one side. The patient was tested for herpes, staph infection and shingles. The results are negative. The patient is being treated with cipro and prednisone. Nurse reports that this patient was previously injected with radiesse without complication.